Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they wanted to turn the ins off because they were doing biofeedback therapy and the device was interfering. It was noted that the device had not really worked since implant, incontinence was the same as it was at the time of implant, and that it was now more of an annoyance for therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that at implant on 2016-03-04, there was high impedance on lead 3, so they did not use that one. All other leads functioned well. The patient reported being 90% better on (B)(6) 2016, but still having issues with first thing in the morning, no nocturia, and not pad during the day. On (B)(6) 2016, the patient noted that she can still feel a flutter from her interstim, but does not feel like the interstim was benefiting her as much. She was still having gushes of morning leakage and intermittent leakage some days which generally happens when she stands up. The health care provider noted that it sounds more like stress urinary incontinence rather than urgency. As of (B)(6) 2016, the patient had residual stress urinary incontinence, small capacity bladder, and mild urgency at capacity. On (B)(6) 2017, it was noted that her interstim was off and there was no difference. No further complications were reported or anticipated.